Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. The OEM performed a device history review for the model: 61238bx with lot number 09j1600116 and there were no anomalies noted during the manufacturing of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during an unspecified procedure, the coil of the sheath became undone and the silicone tip broke off inside the patient. It was reported that the shards were scattered inside the patient. The procedure was delayed by 90 minutes as the surgeon completely retrieved all the device fragments utilizing a grasper. A c-arm fluoroscopy was used throughout the procedure. There was no bleeding reported. The procedure was completed with a similar device.